Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, an open condition was observed in the device's power cord. The device's power cord was replaced to address the issue.